Event description:
The advocate called on behalf of her son. She alleged that his breeze2 meter malfunctioned after being stored in the car and caused him to have an adverse event. The meter was stored in the car overnight, but the advocate brought it into the house in the morning and tested her son's glucose in the afternoon. Her son was not feeling well and his glucose reading was 68 mg/dl. He stated that he thought his glucose was lower based on how he was feeling. The advocate retested his glucose and got a reading of 54 mg/dl. She gave her son juice and glucagon, but he passed out for a few minutes. The advocate called paramedics and the customer was taken to the emergency room. The customer's blood glucose was tested at 118 mg/dl when he arrived, so no additional treatment was required. If the meter temperature is outside of the normal operating range, the user should receive an e2 error when testing. The advocate did state that while trying to test her son's glucose, she received e2 errors. The advocate was advised to return the meter and test strips for evaluation. Replacement products were sent to the customer.